Event description:
Ff/emt's responded to a person in cardiac arrest. According to the reporter, the device alarmed, would not recognize that a pt was connected and would not charge or transfer energy. The medics changed defib electrodes without success. An als crew arrived and connected their defibrillator to the already attached electrodes and successfully continued the code, resuscitating the pt.

Manufacturer narrative:
Physio-control is investigating the reported incident.